Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine ("1000 mg/ml at 300.2 mg/day") via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient went in for a catheter revision on (B)(6) 2018. The patient had some "swelling in his belly" so they were suspected that the pump was leaking in the pocket. However when they opened they saw that the catheter had fractures about 2 cm after the connecting pin from the pump. The catheter was revised. It was noted that no devices would be returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the catheter fracture was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the spinal segment was retained; the product was discarded and replaced. The catheter was fractured on the pump side just distal to the sutureless connector. No further complications were reported.